Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sores under the lifevest equipment. Patient described the area as itchy back sores. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a remedy essential ointment cream for the skin irritation. Follow up indicated that the skin irritation improved.